Event description:
It was reported that the device suddenly stopped pacing. The patient went to the emergency clinic and had to be resuscitated because her intrinsic rhythm was lost, resulting in a systole. Premature eri (elective replacement indicators) was also reported. A temporary pacemaker was implanted and later a replacement device. The device, which is not manufactured or sold in the u.s., subsequently tested out of specification.